Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature baby ('her baby was born prematurely') in an infant whose mother had inserted essure during pregnancy. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: foetal exposure during pregnancy "fetal exposure during pregnancy" in (B)(6) 2019. Last menstrual period and estimated date of delivery were not provided. On (B)(6) 2015, the 40-year-old mother (gravida 1, para 1) had essure inserted. On an unknown date, the infant was diagnosed with premature baby (seriousness criterion medically significant) and congenital hydrocephalus ("her baby was born with hydrocephalus"). At the time of the report, the premature baby and congenital hydrocephalus had not resolved. The reporter considered congenital hydrocephalus and premature baby to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-mar-2022: quality safety evaluation of ptc; upon internal review event "maternal exposure during pregnancy" was recoded to "fetal exposure during pregnancy" (child case). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of premature baby ('her baby was born prematurely') in an infant whose mother had inserted essure during pregnancy. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: maternal exposure during pregnancy "maternal exposure during pregnancy" in (B)(6) 2019. Last menstrual period and estimated date of delivery were not provided. On (B)(6) 2015, the (B)(6) mother (gravida 1, para 1) had essure inserted. On an unknown date, the infant was diagnosed with premature baby (seriousness criterion medically significant) and hydrocephalus ("her baby was born with hydrocephalus"). At the time of the report, the premature baby and hydrocephalus had not resolved. The reporter considered hydrocephalus and premature baby to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.